Event description:
An infrarenal bifurcated device (25-16-140bl) and cuff (28-28-75l) were implanted on 5/10/06. It was noted that there was severe neck angulation. Due to the angulation, it was difficult to place the infrarenal cuff, it would not sit well in the angulation and the cuff dripped down slightly, but implanted fine. The pt was fine post op. On 5/15/06, the devices had to be explanted due to thrombus caused by the proximal neck angulation. The pt is doing well.

Manufacturer narrative:
H6. Review of lot records/work orders, prior reports. No issues were noted. H6 unk at this time; information pending.